Manufacturer narrative:
This report is submitted on may 8, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. A revision surgery was performed on (B)(6) 2020 where the magnet was pushed back into the pocket of the device.